Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred the 99% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel. A 6.0 x 40 40cm mustang balloon catheter was advanced for dilatation. However, upon the first inflation at 5 atmospheres after 3 seconds, the balloon ruptured below the nominal pressure. It was also noted under fluoroscopy that the contrast media was leaking. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.